Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support during trouble shooting of a liberty select alarm, that a fluid leak was observed after cancelling treatment and removing the cassette from the cycler. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient missed two treatments as a result of the alleged event. There was no medical intervention. The liberty select was replaced. Additional information was solicited.

Event description:
Additional information was solicited and received from the patient contact who reported that the patient was prescribed prophylactic antibiotics, type and dosage unknown. The patient is asymptomatic. Patient discarded the cycler set. Issue was resolved with the clinic cycler.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.